Event description:
Device #1 of 4: reference MFR. Report: 1627487-2015-26339, 1627487-2015-26340 and 1627487-2015-26341. The patient reports he is no longer receiving effective stimulation. The patient's programs are either auto-reducing or positional. Follow up information identified the patient suffered a fall and afterwards experienced ineffective stimulation. The sjm representative met with the patient and lead diagnostics revealed multiple high impedances. Reprogramming was able to provide effective stimulation using only three of the leads. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 4: reference MFR. Report: 1627487-2015-26339, 1627487-2015-26340 and 1627487-2015-26341. Follow up information identified the patient underwent surgical intervention to remove and replace the right lead and extension. The patient is receiving effective stimulation. The manufacturer is unable to determine which lead was replaced, hence we are reporting each lead.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).